Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent a tka with the insert for knee. The surgery was completed successfully without any surgical delay. On (B)(6) 2024, the surgeon informed that the insert might have been dislocated. The patient twisted the knee while trying to stand up from a squatting position. On (B)(6) 2024, the insert was replaced.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that on (B)(6) 2024, the patient underwent a tka with the insert for knee. The surgery was completed successfully without any surgical delay. On (B)(6) 2024, the surgeon informed that the insert might have been dislocated. The patient twisted the knee while trying to stand up from a squatting position. On (B)(6) 2024, the insert was replaced. Although the insert in question was fb type, it was dislodged. The surgeon demands an investigation for the cause of dislocation. The surgeon commented if there was an impact that dislodged the insert, it would be expected to be large enough to cause fractures. However, the patient did not do significant movement. No further information is available. The product was not returned to j&j medtech orthopaedics for evaluation. However, based on the returned insert, it is reasonable to conclude that the observed damage of the device caused a disassociation between the insert and tibial tray. With the information provided is not possible to determine a potential cause at this moment, however in support of the evaluation performed, the observed damage of the attune ps fb insrt sz 5 6mm may have been caused by the reported event. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. The overall complaint was confirmed based on the visual examination of the returned implant. Unknown knee tibial tray would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.